Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was used to transport a patient to (B)(6) medical center in (B)(6). The nurse says that prior to leaving with the patient, the batteries showed full. 20 minutes into the transport, the rn called to say that one battery was already drained, and the second battery was only at 20 percent. He says that they made it to the receiving hospital okay and there was no injury or harm to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the battery. The unit passed functional and safety testing, and was returned to the customer in good working condition.

Event description:
N/a